Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
Hcp report source adverse event reported online: capsular contracture if capsular contracture, what is the baker grade? Unknown does your patient have  prior history of capsular contracture? No. Which side is this happening on? Right. Request related medical records for auto-immune/generalized illness/bia-alcl - n/a implant information: left catalog number 350-3504bc left serial number (B)(6). Right catalog number 350-3504bc right serial number (B)(6). Are the devices smooth or textured? Smooth. Did you have implants replacements: yes. Were you replaced with mentor gel? Yes. If implants removed, did the symptoms improve? Yes. New devices information: right catalog number 3503504bc right serial number (B)(6).

Manufacturer narrative:
On june 26, 2023, the mentor failure analysis lab received the device for evaluation. On june 29, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 350cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required.

Event description:
It was reported that a 31-year old female patient underwent primary breast augmentation with two 350cc mentor memorygel breast implants. Post-operatively, the patient suffered right breast capsular contracture (baker grade IV). As a result, the patient underwent breast implant removal and replacement surgery on (B)(6) 2023. The replacement device was a 350cc mentor memorygel breast implant (catalog: 3503504bc lot: 9860607 sn: (B)(6)).

Manufacturer narrative:
On june 22, 2023, mentor became aware that section b event description in the initial report, had insufficient information. Section b. Event description: it was reported that a 31-year old female patient underwent primary breast augmentation with two 350cc mentor memorygel breast implants. Post-operatively, the patient suffered right breast capsular contracture (baker grade IV). As a result, the patient underwent breast implant removal and replacement surgery on (B)(6) 2023. The replacement device was a 350cc mentor memorygel breast implant (catalog: 3503504bc lot: 9860607 sn: (B)(6)).